Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified diagonal branch artery. The physician advanced a non-bsc balloon through a previously placed 3.5x28mm promus stent located in the left anterior descending artery (lad) to pre-dilate the target lesion. Then while advancing an 8x2.25mm ion stent delivery system (sds) the physician was unable to cross the target lesion. While attempting to pull the sds back through the previously placed stent in the lad, the ion stent dislodged from the balloon. The physician used a 4.0x8mm nc quantum balloon to place the ion stent against the vessel wall. The physician decided to end the procedure at this time. No further patient complications were reported and the patient's condition is ok.

Manufacturer narrative:
(B)(4). Device is combination product. (B)(6). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).